Event description:
It was reported that during a total laparoscopic vaginal hysterectomy procedure the white pad fell off the device. The white piece was retrieved from the patient. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. Not detached as reported. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.